Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included premature birth and asthma. Concomitant products included ferrous sulfate, ibuprofen and ibuprofen (motrin). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches") and menstrual disorder (" menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, nausea, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: events dysmenorrhea, depression, mental anguish, migraines, nausea are added. Concomitant & historical drugs & conditions are added. Patient, product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included premature birth. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches") and menstrual disorder (" menstruation issues"). At the time of the report, the pelvic pain, headache, nausea, dyspareunia, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, headache, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : vaginal bleeding,pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received:reporter added, patient demographics added, events added as follows- vaginal haemorrhage, menorrhagia,device monitoring procedure not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia") and menstrual disorder (" menstruation issues"). At the time of the report, the pelvic pain, headache, nausea, dyspareunia and menstrual disorder outcome was unknown. The reporter considered dyspareunia, headache, menstrual disorder, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.